Event description:
It was reported to boston scientific corporation that a sensation standard oval snare was used during a colonoscopy performed on (B)(6) 2009. During the procedure, the complainant was trying to remove a cecal polyp with a sensation standard oval snare. They first injected saline into the intestinal wall to raise the polyp, and then tried to apply cautery to remove it; however, the snare continued to slip and fall off the polyp. The physician noted that this problem occurred even while the snare loop was tightly secured around the polyp, and after 2 or 3 attempts, only half of it was removed. They completed the polyp removal by using a radial jaw 4 biopsy forcep. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the suspect device has been returned, a failure analysis has not yet been completed. Upon completion of the failure analysis, if there is any further relevant information, a supplemental medwatch will be filed. (B)(4).